Event description:
It was reported while using the bd vacutainer® ultratouch¿ push button blood collection set, that blood leaked from an unspecified number of devices. No patient impact reported.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b. Medical device type: jka. Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were used for functional tests, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage after injection/blood/urine collection. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.